Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this implant procedure, the patient's oxygen level diminished so the case was stopped and the right atrial (ra) lead was not implanted, therefore the patient received a single chamber pacing system. The patient has returned to their room and is now stabilized.